Event description:
It was reported that, during a stored atrial tachy response (atr) episode, this cardiac resynchronization therapy defibrillator (crt-d) exhibited atrial under-sensing. It was also noted that there was t-wave oversensing on the right ventricular (rv) lead on the presenting electrogram (egm). Technical services (ts) analyzed device episode data and confirmed t-wave oversensing. The atrial under-sensing was due to device programming. There was a pause in atrial pacing as expected due to the mode switch. Ts discussed troubleshooting including device reprogramming and potentially needing a defibrillation threshold (dft) test. No adverse patient effects were reported. Currently, this crt-d system remains in service.